Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, a cause for the reported difficult to remove from anatomy resulting in tissue injury appears to be related to procedural circumstances and poor image resolution. A cause of the reported poor imaging resolution could not be determined. Per physician, mr is due to disease progression from heart failure. Additionally, the reported patient effect of tissue injury and mitral valve insufficiency/ regurgitation (mr) as listed in the mitraclip system instructions for use are known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The sgc and triclip slda reported in b5 are file under separate medwatch reports listed in the related report numbers in h10.

Event description:
It was reported that (B)(6) 2022, a multimorbid patient presented with grade 4 mixed mitral regurgitation (mr), tricuspid regurgitation, and an enlarged atrium for a mitraclip procedure. Two mitraclips were implanted and the mr was reduced to grade <1. On (B)(6) 2024, the patient returned with recurrent grade 4 mr and leaflet prolapse for a second clip intervention. Per the physician, the recurrent mr was documented greater than 90 days from the original procedure and due to disease progression from heart failure. The clips remained stable on both leaflets. It was noted that imaging was challenging. One clip was placed between the previous implanted clip, and the mr was reduced to grade 2-3. An additional clip was attempted to be placed medial to the other clips, but it became caught in the commissure. Troubleshooting was performed to free the clip. This resulted in a rupture of the anterior mitral leaflet. The mr increased to grade 4. Additionally, a left-to-right/ right-left shunt was observed at the puncture site of the atrial septum. The atrial septal defect (asd) was caused by a combination of the steerable guide catheter and recurrent tricuspid regurgitation from a triclip single leaflet device attachment (slda). This was treated with an occluder.

Event description:
Subsequent to the final report, the patient expired 2 weeks post-procedure [approximate date: (B)(6) 2024]. The documented cause of death is unknown. Per the physician, the probable cause of death was multimorbidity and the unsuccessful procedures.

Event description:
Subsequent to the final report, the patient expired on (B)(6) 2024. The documented cause of death is unknown. Per the physician, the probable causes of death were multimorbidity and the unsuccessful procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The provided information was reviewed by the medical affairs. All available information was investigated, a cause for the reported difficult to remove from anatomy resulting in tissue injury appears to be related to procedural circumstances and poor image resolution. A cause of the reported poor imaging resolution could not be determined. Per physician, mr is due to disease progression from heart failure. Death appears to be related to patient conditions (multimorbidity and progression valvular heart disease). Additionally, the reported patient effect of tissue injury, death, and mitral valve insufficiency/ regurgitation (mr) as listed in the mitraclip system instructions for use are known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The provided imaging was reviewed by the medical affairs. The reviewer stated, "narrative reviewed. No imaging provided. Complex history of multivalve intervention. Initial successful mitraclip procedure in 2022 with significant reduction of mitral regurgitation (mr) from grade 4 to grade 1. There was no significant reduction in known tricuspid regurgitation (tr). Therefore, later in 2022, a triclip procedure was performed with implantation of 2 clips. Post triclip there was evidence of slda on both triclips. However, the patient underwent a palliative tricvalve procedure 2 years later (2024). Recurrent mr was noted post tricuspid intervention although it was noted that the clips remained stable on both leaflets. Therefore, a repeat mitraclip procedure was performed, with reduction of mr to grade 2-3. An additional clip was attempted to be placed medial to the other clips, but it became caught in the commissure. Troubleshooting was performed to free the clip. This resulted in a rupture of the anterior mitral leaflet. The mr increased to grade 4. Additionally, a left-to-right/ right-left shunt was observed at the puncture site of the atrial septum and an atrial septal device was implanted. Despite all of these therapies the patient continued to decline and subsequently died. The likely cause of death is multimorbidity and progression of right and left sided valvular heart disease. It is unlikely any particular device during multiple procedure is responsible to the mortality."